Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to colon anastomosis during a laparoscopic robotic low anterior resection, it was stated that the instrument handle was fully squeezed however, the surgeon did not properly fired the stapler. The surgeon released the safety lever prior to reaching the green, firing zone. The first firing had straight staple legs that caused anastomosis to fell apart. The surgeon had to free up additional colon from the splenic flexure to create second anastomosis. The staple line was resected, incomplete anastomosis had to be removed and re-stapled in order to fix the problem. Another device was then used with no leak and donuts were complete. There was unanticipated tissue loss, more colon was freed up and there was a tissue damage as a result of the event.